Event description:
The reporter stated that during a nissen procedure, the cable snapped and lacerated the liver. Additional information obtained revealed that the laceration was deep and about three inches long. The doctor simply observed the liver throughout the remaining procedure and the patient is now doing well.